Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer passed away. It was stated that the customer was found in the shower and she hit her head which had blocked the blood flow. Per the death certificate the cause of death was diabetic complications. The date of death is unk. The customer's daughter has made arrangements to return the insulin pump for analysis.